Event description:
The customer reported that during a procedure, the system displayed a motion disable error and the fast stop button on the remote user interface broke. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the fast stop button on the remote user interface. The system tested and found to be working as intended and put back in service.